Event description:
A 3.5mm diameter x 30mm length ave gfx stent was inserted into the right coronary artery. There was no predilation with a ptca balloon performed to the target lesion prior to insertion to the stent device. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. It was not possible to retrieve the dislodged stent, therefore, it remains within the pt's peripheral arterial vasculature. The physican did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter and for 1:1 predilation of the target lesion. The target lesion was then predilated with a ptca balloon and successful placement of another 3.5mm diameter x 30mm length ave gfx stent. There was no add'l clinical sequaelae reported relative to the event.